Event description:
It was reported that during a hand assisted laparoscopic right nephrectomy procedure, the device was pre-loaded and dry fired outside of the patient. The device was then put in the patient and fired. Two clips came out at once. The first clip was over the vessel and formed; the second one was unformed. The second clip spit out when the trigger was released. The unformed clip was retrieved from the patient. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 2nd. What vessel or structure was the device fired on at the time of the event? Vena cava. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was completed and the batch met all final acceptance criteria.